Event description:
In the process of contacting the patient to notify them that their device may be nearing end of service, it was discovered that the patient's generator was programmed to off in 02/2002 due to lack of efficacy. Further investigation revealed that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. Attempts to obtain additional information have been unsuccessful to date.